Event description:
It was reported by the physician that the patient passed away most likely due to sudep. The patient had a seizure and sustained a spinal cord injury from the fall. The patient was in the hospital and later released however passed away the next day at home. The vns was not suspected by the physician to have caused or contributed to the patient's death. The generator and lead were explanted and returned for analysis. Analysis has not been completed to date. A review of the programming data on the device revealed no device issues. No additional relevant information has been received to date.

Event description:
Generator and lead analysis was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Lead analysis was also completed. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.